Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator delivered an inappropriate therapy due to atrial fibrillation with rapid ventricular response. Programming changes were discussed. No changes have been made. Patient was stable and will continue to be monitored.

Event description:
New information received noted that the patient received inappropriate atrial tachycardia pacing therapy for supraventricular tachycardia. Programming changes were suggested. No intervention was performed. It was noted that patient had further episodes of supraventricular tachycardia and was started on medication.